Manufacturer narrative:
Unknown.

Event description:
A patient in (B)(6) was undergoing a therapeutic plasma exchange (tpe) treatment. During treatment an external leak of plasma from the prismaflex tpe 1000 set was identified.